Event description:
It was reported that there were multiple no external power events that were caused by the power to the mobile power unit (mpu) being interrupted on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power hazard and no external power events while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The mpu (serial #: (B)(4)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 8 days ((B)(6) 2022, (B)(6) 2000, (B)(6) 2000, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022 per time stamp). On (B)(6) 2022 at 07:06:28 and between 10:56:05 ¿ 10:56:08, 11:05:41 ¿ 11:05:44, and 13:58:23 ¿ 13:58:27, low power hazard alarms were active due to a loss of ac power while connected to the mpu. The backup battery provided power to the system during these events. There were no other notable events active in the log file. The no external power events did not affect pump operation. Additional provided information communicated on 16dec2022 stated the mpu has the v-lock connector on the ac power cords, the ac power cord did not come loose from the wall outlet or the back of the unit. It is unknown if there were any environmental circumstances that would have affected the ac power, and the mpu remains in use. No product will be returning for evaluation. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial #: (B)(4)) and the smpu was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including pump stop, low power hazard, and no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.